Manufacturer narrative:
On 29mar2016, immucor technical support used a remote electronic connection method to assess the instrument test well images in question. An immucor field service (fse) visited the customer site to assess the instrument in question on 30mar2016. The fse determined that the instrument was operating as expected.

Event description:
On (B)(6) 2016, a customer site reported unexpected negative antibody screen output when testing on a galileo echo, when tested on (B)(6) 2016.